Event description:
It was reported that core wire break occurred. The target lesion was located in the kidney. A 75cm .035 amplatz guidewire was advanced to cross the lesion. Removal difficulty was noted when removing the wire from the nephrostomy catheter. The wire was then noted to be stretched, unwind and core wire was broken. No patient complications nor injuries were reported.

Event description:
It was reported that core wire break occurred. The target lesion was located in the kidney. A 75cm .035 amplatz guidewire was advanced to cross the lesion. Removal difficulty was noted when removing the wire from the nephrostomy catheter. The wire was then noted to be stretched, unwinded and core wire was broken. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the tip damaged, as part of overall visual revision. The device returned unraveled with the core wire broken near the distal tip; it is important to mention that the distal section of the core wire was attached to the welded tip. Besides, the coil was kinked and stretched. Despite the core wire is broken, it seemed to be that the it was complete. The device was inspected. Middle of the device and proximal section were within specification.